Event description:
Additional information received from a healthcare provider (hcp) indicated the pump was visible through the skin (eschar and fibrinous tissue in the pump pocket). The patient's medical history included cerebral palsy. The patient underwent removal of the exposed pump. With removal of the pump and catheter, the pump pocket was debrided with betadine soaked gauze to remove eschar and fibrinous tissue. The patient received both the preoperative and postoperative diagnoses of exposed intrathecal baclofen pump. The patient tolerated the procedure and there were no complications.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8711, lot# j10918r26, implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implanted pump. The indication for pump use was intractable spasticity. It was reported the patient presented to the office with the inferior portion of the pump pocket eroded and the pump was viable through the skin. The patient maintained oral antibiotics while the intrathecal baclofen dose was tapered down while the oral dose was increased in order to avoid baclofen withdrawal symptoms from removing the pump. The pump was explant along with the catheter on (B)(6) 2016. The patient was sent to the recovery room in stable condition.

Event description:
Additional information was received from health care provider (hcp) on (B)(6) 2016 indicating that no troubleshooting had been performed related to the eroded pump. The pump was protruding through the patient's skin. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.